Event description:
During the saphenous vein harvesting procedure, the surgeon was unable to cauterize the vein with two devices. The surgeon used a third device to complete the procedure. No additional patient complications were reported.